Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of helium loss alarms is confirmed based on the picture provided with the complaint report. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the perfusionist that the pump has been persistently alarming for helium loss every minute or less for 10 minutes. The connections and the tubing were checked, but no leaks or kinks were found in the line. There is no blood present in the gas tubing. As a result, the intra-aortic balloon (iab) was removed and replaced with a new iab. Alarms: helium loss. Patient outcome: stable on the intra-aortic balloon pump. There was no reported patient death or serious injury. There was a reported delay in therapy but no patient complications.

Manufacturer narrative:
(B)(4)

Event description:
It was reported by the perfusionist that the pump has been persistently alarming for helium loss every minute or less for 10 minutes. The connections and the tubing were checked, but no leaks or kinks were found in the line. There is no blood present in the gas tubing. As a result, the intra-aortic balloon (iab) was removed and replaced with a new iab. Alarms: helium loss. Patient outcome: stable on the intra-aortic balloon pump. There was no reported patient death or serious injury. There was a reported delay in therapy but no patient complications.